Event description:
It was reported that the clinician believed that the implantable cardioverter defibrillator (ICD) was missing egms. The device will continue to be monitored. Patient status was not provided.